Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached middle-of-life 2 (mol-2) after being implanted for only eight months. The patient senses 92% of the time, has had no shock therapy, atrial therapies are disabled, and the device is not programmed to high outputs. The charge time is unknown at this time. One month later, the patient returned to clinic. The device battery status is still at mol-2 with a monitoring voltage of 2.58 volts and a charge time of 12 seconds.